Event description:
The micro sagittal saw was sent for evaluation because it was running on its own without activation prior to a procedure. A readily available alternate device was used to complete the procedure; no adverse event was associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.